Event description:
Customer reported that she received around 4 or 5 no delivery alarms during prime. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. She was then instructed to assemble a new infusion set with current reservoir; insulin did not exit the tubing. Customer changed the reservoir; insulin pump did not alarm no delivery with manual prime; changing the reservoir resolved the issue. Blood glucose value is 381 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Inspected the reservoir, snap-cap and septum for anomalies and none were found. The occlusion test was performed as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into the insulin pump, perform manual prime and confirmed visual fluid flowed through infusion set and out catheter tip. Conclusion: the reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.